Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawer failures occurred, and all drawers displayed a "requires maintenance" condition. Drawers 1.1 and 1.2 were specifically affected. The customer reported that replacement of the drawer controller and communication board was required. The user performed a reboot of the station and attempted storage space recovery; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of actual device used in this incident, it was determined that the drawer was failed. A technical support specialist (tss) confirmed with the customer that the issue was resolved by replacing the drawer controller board and pyxibus communication board and no further investigation was required. The system functioned as intended after a technical support specialist investigated the issue.